Event description:
A report was received that the physician experienced difficulty inserting the lead into the splitter. The normally 35 minute trial, according to the physician, took 2 hours to complete. The trial was eventually aborted and nothing was implanted in the patient.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: 30 cm splitter kit.

Event description:
A report was received that the physician experienced difficulty inserting the lead into the splitter. The normally 35 minute trial, according to the physician, took 2 hours to complete. The trial was eventually aborted and nothing was implanted in the patient.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead sc-2316-50e / (B)(4). The complaint of high impedance had been confirmed. Visual inspection revealed that the lead proximal end was fractured between two contacts. The damaged proximal end resulted in fractured cables along the proximal array. Model # sc-3400-30: (B)(4). Device evaluation indicated that the splitters passed visual, electrical, and photographic imaging tests performed. The splitters were verified to be normal. Model # sc-2316-50e / (B)(4): a review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.